Event description:
It was reported that during a lap gastrectomy procedure, the tissue pad was detached outside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.